Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred and the alarm was cleared almost immediately after it occurred. Additionally, it was reported that the pump fill estimate was inaccurate. There was no impact to the user's blood glucose level. It was confirmed that the user had an alternate method of insulin delivery available.